Event description:
Patient sustained a left zygomaticomaxillary complex fracture due to a fall and requested repair due to altered cheek contour. On [redacted date], patient underwent orif of left zmc fracture. In order to reduce the fracture, surgeon used a carrol-girard screw to pull the fracture segment out and hold it in place during plating. During the plating process, the carrol-girard screw, which is meant to be temporary, broke off in the patient's zygoma. Manufacturer response for tool, (brand not provided) (per site reporter) on-site rep has made company aware.